Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received from an international affiliate (abbott (B)(4)) of a pump failing to alarm for air in line. The report reads: "the nurses noticed that there was a substantial amount of air-in-line, but the pump has not alarmed (the morphine bag was not empty). The nurses went to purge the air from the line but were unable to do this because the pump did not permit them to. However, when the handset was pressed, the pump delivered the programmed close - instead of alarming air-in-line. The pump was checked, in order to ensure that the air-in-line detection system was programmed to 2mls, as per trust protocol - which it had been." Though requested, no additional info as provided.